Event description:
A male pt underwent evar on (B)(6) 2012. The sheath of the main body aortic endograft bled significantly and wouldn't seal. The physician tried inserting dilators and balloon, but sheath continued to bleed during manipulation of wires and introducing iliac limb. The complaint form indicates that a device remains inside the pt. Aortic implant left intentionally inside. No further harm noted. New info received (B)(6) 2012: the pt is fine now.

Manufacturer narrative:
(B)(4) - bleeding is labeled in the IFU. (B)(4) - valve leaks are not specifically addressed in the IFU. Event is still under investigation.